Manufacturer narrative:
Section h exemption cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g.1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Report is being submitted under the device malfunction reporting precedence for this device family for the issue of ¿flexor kinked/stretched/broke/compressed". After introducing the prosthesis into the bile ducts, releasing the blockages and beginning the prosthesis expansion, we heard a crack and the prosthesis was not extended and expanded.

Event description:
Report is being submitted under the device malfunction reporting precedence for this device family for the issue of ¿flexor kinked/stretched/broke/compressed" after introducing the prosthesis into the bile ducts, releasing the blockages and beginning the prosthesis expansion, we heard a crack and the prosthesis was not extended and expanded.

Manufacturer narrative:
Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to MFR site as follows: importer site contact and address: (B)(6). (B)(4). Problem statement: prosthesis was not extended and expanded, after introducing the prosthesis. After introducing the prosthesis into the bile ducts, releasing the blockages and beginning the prosthesis expansion, we heard a crack and the prosthesis was not extended and expanded. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Device evaluation: the evo-fc-10-11-8-bdevice of lot number: c1381470 was returned to cirl and evaluated on the 11-july-2018. Upon review of the returned device, the handle was dismantled and it was evident that the flexor was broken at the shuttle cap. The stent was manually deployed with no issues observed with the stent. When the trigger was activated there was no deployment of the stent. The method by which the defect was determined was via the handle opened and visual inspection. Flexor was broken. Lock wire was returned with the device. Red cursor at the proximal end of the handle indicating stent should be deployed. Complaint is confirmed as the failure was verified in the laboratory. Root cause: based on the information provided the most likely root cause of this event was that a kink may have occurred at some stage during the procedure and this caused a build-up of pressure and resulted in the flexor kinking. Document review: prior to distribution all evo-fc-10-11-8-b devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for evo-fc-10-11-8-b device of lot number: c1381470 did not reveal any discrepancies that could have contributed to this issue. There is no evidence to suggest that this issue affects the entire lot#: c1381470; upon review of complaints this failure mode has not occurred previously with this lot#: c1381470. IFU review: the instructions for use ifu0061-5 which accompanies this device instructs the user to "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". On review of the information provided, there is no viable evidence to suggest that the user did not follow the instructions for use. Summary: complaint is confirmed as the failure was verified in the laboratory. The flexor was broken at the shuttle cap. The patient did not require any additional procedures due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.